Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. Currently, additional information is not available. Event description: patient was implanted on (B)(6) 2021 due to periprosthetic fracture and it was reported that the plate fractured and has broken into half of its length. Hence, patient underwent a revision surgery on an unknown date due to implant fracture. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. Conclusion: patient was implanted on (B)(6) 2021 due to periprosthetic fracture and it was reported that the plate fractured and has broken into half of its length. Hence, patient underwent a revision surgery on an unknown date due to implant fracture. No product was returned; therefore, visual and dimensional evaluation could not be performed. No medical documents were available to confirm the reported event. It is possible that the plate was broken due to fatigue. Fatigue fractures can occur due to a cyclic overloading. Possible contributing factors to the overload could be a not properly healed bone fracture and / or not adherence to the postoperative protocol (patient behavior). However, based on the available information and performed investigation, an exact root cause for the plate breakage could not be determined the need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent a revision surgery due to implant fracture.